Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was installed on the pump and had no signs of discoloration or fading. Unrelated to the display issue, the pumps history showed incongruent daily dose history and a time and date reset to factory default. The battery was removed from the pump during testing for six hours and then replaced. When the pump powered on, the pump's time and date had reset to factory default. The pump was opened and the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).